Manufacturer narrative:
/ Initial 4 of 8. E1: name: tandem. Country: united states of america. Street address: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported nine infusion set catheters has come loose event occurred on 13-mar-2026. No further information available.